Event description:
It was reported that when the shaver was used during surgery, metal shavings went into the patient.

Manufacturer narrative:
Final device investigation of the shaver revealed the shaver passed all functional tests and operated properly during testing. The shaver was visually examined under magnification and no metal shavings or evidence of "rubbing" or damage was noted.